Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer failed. The field service engineer (fse) attempted to reseat the drawer, but the issue persisted. Fse then replaced the drawer controller card, which did not resolve the problem. Further testing in the hardware test application revealed that the open/close sensor was not operational. The engineer replaced the open/close sensor, and the drawer was successfully restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.